Event description:
It was reported to boston scientific corporation that an obtryx system was used during a transobturator tape procedure. (B) (6). According to the complainant, four years after the procedure, the patient presented with 1cm erosion on the right side approximately 1 cm lateral to the urethra. The patient was prescribed estrogens.